Manufacturer narrative:
Satisfactory results were obtained with retained gel cards using the lot number (B)(4). False positive reactivity was not obtained in the anti-d microtubes with the known negative donor sample or in the control microtubes at ocd. The group a and group o known donor samples reacted as expected. The gel cards performed as expected at ocd. The customer's complaint was not confirmed. Batch record review was within release specifications. (B)(4).

Event description:
Customer reported that a group a, rh-positive pt sample reacted positive in the anti-b microtube and control microtube of the mts a/b/d monoclonal and reverse grouping card lot # (B)(4). False positive test results can lead to transfusion of incompatible blood.